Event description:
On (B)(6) 2012, dr (B)(6) (at the (B)(6) medical center, (B)(6)) installed a medtronic motor cortex device (model 37712) on my brain, without performing the week-long test, as recommended by the manufacturer. After it was installed the medtronic representative inserted the wrong program into the device, which sent the wrong electronic signals to the motor cortex stimulator. [Note: approximately 1 year after dr (B)(6) had implanted the medtronic motor cortex stimulator (mcs) on my brain, did I find out that I was the only person in the entire USA who had this device implanted on my brain in order to reduce/eliminate the pain signals that were being transmitted from my damaged trigeminal neuralgia. The device that he implanted in my brain was normally used for, and was approved by the FDA, for back or spinal pain and, as I found out, was never approved for it's use on my brain! Consequently, when it was implanted, neither he (dr (B)(6)) nor the attending medtronic representative knew what the appropriate programming parameters would be (i.e., pulse, frequency, amplitude, voltage, pulse width, etc) that would be appropriate for my usage without cause me to go into a seizure. The attending medtronic representative told dr (B)(6), that for it's use in a patient's back, the maximum voltage allowed was 7.0v, but since, medtronic had never conducted any trial with this device on a person's brain, she suggested that "we ought to go slow", so she...and not the doctor... Set the voltage at 0.10v. Over the course of a year, we went back to see dr (B)(6), to have the voltage increased, by a medtronic representative, and never by the doctor... And sometimes, the doctor was not even present during the procedure! On (B)(6) 2014, we met with dr (B)(6), and after doing a facial exam on me, and knowing about my history with dr (B)(6) (as told to him by the medtronic representative), he suggested that he implant 5 medtronic peripheral stimulator devices over the affected facial and cranial nerves, and do a trial for one week. We scheduled it for (B)(6) 2014. I demanded that all of the medtronic devices be removed from my head... But, that was not until after I had sent a certified letter to the chairman and ceo of medtronic, mr (b)(4 , pleading with him to help me. The implanted medtronic, off-label, motor cortex, and peripheral stimulators, had no indications that the increasing of the voltage, which could induce temporary or permanent brain damage. Gentlemen. There are two problems: dr (B)(6) ((B)(6) medical center, (B)(6)) inserted an "off-label", 2x8 electrode, on (B)(6) 2012, on my brain without performing a trial test of one week as recommended by the manufacturer, and then the medtronic representative inserted the wrong program in the device, for over a year; and then, the other problem, is that when another medtronic representative noticed that I was getting no relief from the device, or support from the physician, he directed me to another physician in (B)(6), who specializes in helping patients with facial pain, and this physician (dr (B)(6), (B)(6) medical center, (B)(6)) recommended that he insert a 5-element medtronic peripheral stimulator device (psd), on the nerves on the left side of my face. In order to eliminate/minimize the pain that was not being reduced by the medtronic retoreultra model side of the face, and perform a one week's trial, as recommended by the manufacturer. The leads were "programmed" by the local medtronic representative, and the trial was successful in reducing the pain. As a result of this trail, dr (B)(6) decided to reduce the number of leads from 5 to 3, and he inserted them on (B)(6) 2014... However, the new medtronic representative mis-labeled the leads, and inserted the wrong computer program at this time... And, it was not discovered until 5 months later! Dr (B)(6) did not know, and would not answer if I suffered permanent brain damage due to this mistake. Dates of use: (B)(6) 2012 to (B)(6) 2015, (B)(6) 2014 to (B)(6) 2015. Event reappeared after reintroduction: yes. Product available for evaluation: yes.